Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's current blood glucose value was 47 mg/dl. Blood glucose value at the time of the incident was 54mg/dl. The customer declined to troubleshooting for low blood glucose. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.